Event description:
It was reported the patient had developed a potential staph infection on their right side. The implantable neurostimulator (ins) was removed and the extensions were partially removed. The extensions were cut to preserve the lead until re-implant. The patient was going to have testing done to determine if they had an infection or not. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a health care provider (hcp). It was confirmed that the devices were removed due to an infection.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va05gwe, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va05gwe, implanted: (B)(6) 2013, product type: lead; product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va05gwe, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va05gwe, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).